Manufacturer narrative:
The case was assessed as reportable to the FDA as the event, necrosis, was assessed as necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for the radiesse dermal filler could not be reviewed as the lot number was not provided.

Event description:
A (B)(6) healthcare professional reported that a female patient was injected with 0.5 ml of radiesse into the root of the nose on (B)(6) 2016. Radiesse was not mixed with lidocaine. The needle used for injection was a 25 gauge cannula. The patient has not used dermal fillers before. The patient's medical history was reported as none. On (B)(6) 2016, during the radiesse injection session, the patient experienced sharp pain and the injected area became red. The vision was not impaired. The injector tried to squeeze the radiesse out. Intravenous antibiotic was prescribed for infection control. On (B)(6) 2016, the patient continued to feel the sharp pain, the redness worsened and she could not open her left eye. She came back to the clinic and was taken to the local hospital to see an ophthalmologist for further consultation. During the examination, the ophthalmologist discovered white fragments in the eye vessels which were likely related to the injection. On (B)(6) 2016, the patient had no response to the medical treatment she received, and the discoloration area had widened. The clinic transferred the patient to the hospital for hyperbaric oxygen (hbo) therapy. On (B)(6) 2016, the patient continued with the hbo therapy to treat her skin necrosis. She was still unable to open her eyes on her own and her left eye was still swollen. On (B)(6) 2016 the clinic confirmed that the patient's vision was not affected. The final diagnosis was left eye paralysis and vascular compromise. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were of moderate intensity. Follow up information was received on (B)(6) 2016: the patient was still unable to open her left eyelid, but according to the clinic, the patient was able to move her eyeball.

Event description:
Follow up information was received on (B)(6) 2016: the patient's condition was improving as the necrosis area was healing and the patient was able to open her left eyelid. Due to this information, the outcome of the event was changed from not resolved to resolving.